Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; an error code associated with the reset to nominal settings was found in the logs. The external pulse generator (epg) did not pass incoming testing, the main board was replaced. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) switched from the set rate to the nominal setting automatically. The epg has been returned. No patient complications have been reported as a result of this event.